Event description:
Philips received a complaint by the customer on the v60 indicating that tidal volume was consistently low. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. It was reported that tidal volume was consistently low. It was also reported that the unit was unable to deliver the required tidal volume. Investigation is ongoing.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that tidal volume was consistently low. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. It was reported that tidal volume was consistently low. It was also reported that the unit was unable to deliver the required tidal volume. Per good faith effort (gfe), there was no response from the customer on the attempt to gather more information regarding resolution. No further information provided. There was no response from the customer on the attempt to gather more information regarding resolution. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.